Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.2.1, operating system: 26.5, hardware: iphone14.7, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between for an unspecified duration of use. The patient stated they initially felt pain but continued wearing the pod for the whole course of wear. When the pod was removed, the patient reported that the infusion site was infected. Patient reported the infusion site to have redness, and white pus was coming out of the site. The patient contacted their primary care physician via online message and was prescribed an oral antibiotic to treat the infection. No further information is available at this time. If further information becomes available, it will be reported via a supplemental report.